Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% stenotic lesion was located in the severely tortuous and non-calcified left anterior descending artery. The physician advanced the 2.5x15mm maverick 2 balloon to the lesion to predilate and on the first inflation, inflated the balloon to 6atms and the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation: a visual examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched from approximately 1mm proximal to the proximal edge of the proximal markerband and extended distally along the balloon for a total length of approximately 11mm. A detailed examination of the markerbands and balloon material could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% stenotic lesion was located in the severely tortuous and non-calcified left anterior descending artery. The physician advanced the 2.5x15mm maverick 2 balloon to the lesion to predilate and on the first inflation, inflated the balloon to 6atms and the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patient's status is good.